Event description:
It was reported that the speed was abnormal. A rotapro console was selected for use. During the procedure, it was noted that the speed was abnormal. There were no patient complications were reported post procedure.